Manufacturer narrative:
On 15-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-dec-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the sheath tip had white stuff on it. The white substance was noticed when the sterile packaging was opened. The device was not used on the patient. The issue was resolved by replacing the vizigo sheath to another new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the side port tube was cut off. No issues were found in the tip of the device. Additionally, a white foreign material was found inside the tube. For this reason, a fourier transform infrared spectroscopy (ft-ir) analysis was requested, and it was concluded that silicone was the main composition of the foreign material. Due to this condition, an external manufacturing investigation was requested and it was concluded that the ftir analysis graph of the unknown foreign material was compared to the silicone that is applied to the device valve and shaft. Although many similarities exist between the graphs, seeing as they are both siloxane-based materials, there were some key differences observed between the unknown sample and the material that is utilized for production. These differences would not exist if the materials shared the same composition. The issue was also reviewed with the sub-tier supplier that provides the stopcock tubing. No absolute determination of the source of the foreign material was able to be determined. For this reason, this complaint can not be confirmed to be manufacturing-attributable. Device history record review was performed for the finished device number lot 00002400 and no internal action related to the complaint was found during the review. Since white material was observed in the side port tube this failure could be related to the foreign material reported by the customer; therefore the customer complaint was confirmed. The potential cause of the condition observed in the side port tube could not be determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the sheath tip had white stuff on it. The white substance was noticed when the sterile packaging was opened. The device was not used on the patient. The issue was resolved by replacing the vizigo sheath to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 15-jul-2024, the product investigation was completed as the device not was returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002400 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional notes: the d4 primary UDI number has been updated to (B)(4). On 26-jul-2024, noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).